Event description:
Additional information received identified surgical intervention may be pending to address the issue.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Follow-up revealed the patient's lead was explanted and replaced. During the procedure, the doctor also explanted and replaced the ipg electively. The issue has been resolved by surgical intervention.

Event description:
It was reported the patient was unable to increase stimulation. Reprogramming attempts to provide resolution were unsuccessful. An impedance check revealed high impedance on several contacts. X-rays were taken and the patient will discuss the results with her surgeon on a later date. The next course of action is unknown at this time.

Manufacturer narrative:
UDI (di): (B)(4). Sjm has limited information related to the patient¿s medical history and is unable to form an opinion as to the relevancy of the patient¿s history to the event reported. Sjm defers to the patient¿s physician regarding medical history.

Manufacturer narrative:
Sjm has limited information related to the patient¿s medical history and is unable to form an opinion as to the relevancy of the patient¿s history to the event reported. Sjm defers to the patient¿s physician regarding medical history.